Event description:
This report summarizes two malfunction events where the tips of yukon oct polyaxial screw inserters got "stuck in the screw head" intra-operatively. The procedure was successfully completed with another inserter and no delay. No adverse consequences or medical intervention were reported.

Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. Visual inspection: no deformities or abnormalities were observed upon receipt. Functional inspection: the inserters were able to engage and disengage as intended with a sample yukon screw. A review of complaint history associated with the subject catalog number was performed, and no adverse trends were observed. As the reported failure could not be replicated, we were unable to determine the root cause conclusively. It is possible that patient anatomy played a factor. According to the rep, the screw was inserted at a difficult angle. The saddle of the screw must be completely aligned with the shaft to be able to disengage the screw inserter. Shallow trajectories can have challenges as patient anatomy can shift the saddle, preventing proper alignment for disengagement.

Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. Additional information: two (2) of the two (2) devices have been returned for analysis: lot kdjr: received 10/jun/2021, lot mcvf: received 10/jun/2021. A supplemental vmsr will be submitted upon completion of the investigations.

Event description:
This report summarizes two malfunction events where the tips of yukon oct polyaxial screw inserters got "stuck in the screw head" intra-operatively. The procedure was successfully completed with another inserter and no delay. No adverse consequences or medical intervention were reported.